Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Based on info provided, the definitive root cause of this issue cannot be established. The markings on the returned plate did not match the lot number/part number on the returned packaging. The packaging was labeled for the 7 hole locking plate not the 12 hole locking plate. The packaging was torn and resealed with scotch tape with the 12 hole locking plate and the universal locking plate package insert inside. There were no conclusive witness marks of the initial product in the package. The DHR was reviewed for this lot, which the part originated from, and found conforming to the requirements at the time of manufacture. See scanned page.

Manufacturer narrative:
The markings on the returned plate did not match the lot number/part number on the returned packaging. The packaging was labeled for the 7 hole locking plate not the 12 hole locking plate. The packaging was torn and resealed with scotch tape with the 12 hole locking plate and the universal locking plate package insert inside. There were on conclusive witness marks of the initial product in the package. The overall process of the automatic bagger was thoroughly investigated with aid from the supervisor of that unit and determined that commingling of these parts, emphasized with the order of which they were completed, is highly unlikely in the packaging process. Based on the info provided and the investigation results, and noting the returned bag was opened and resealed with tape, it is extremely unlikely the issue occurred during packaging and it is determined to be a one off occurrence. The most probable cause of the issue was transit damage; however, the definitive root cause of this issue cannot be established with certainly.

Event description:
It is reported that a 12-hole plate was found inside packaging labeled for a 7-hole plate.